Event description:
It was reported the device detached prematurely. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were used. The wds was prepped without issue. After deployment, the closure device immediately detached from the core wire without appropriately turning the deployment knob counter clockwise to release. The device remains implanted. The procedure was completed successfully and the patient was stable.

Manufacturer narrative:
Returned device consisted of a watchman delivery system without the implant. Analysis of the core wire, tip, sheath, and hub/valve were microscopically and visually inspected. Inspection revealed tip damage (tricuts flared). Inspection of the rest of the device found no other damage or defects. The reported premature implant detachment could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported the device detached prematurely. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were used. The wds was prepped without issue. After deployment, the closure device immediately detached from the core wire without appropriately turning the deployment knob counter clockwise to release. The device remains implanted. The procedure was completed successfully and the patient was stable.